Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the series of static mechanical tests and one cadaver evaluation lab was held to investigate the potential failure modes of this instrument. Through static testing, it was determined that a bending moment of 31 plus or minus 2.3 nm is required to fracture an instrument securely threaded to an implant. If the instrument is incompletely attached to an implant by approximately one rotation or 0.5 mm, then the bending moment to fracture drops to 21 plus or minus 6.7 nm. A previous static test with the instrument backed off by two full rotations or 1.0 mm produced as bending moment at fracture of 5.4 nm. A cadaver lab was held in order to determine the loads a surgeon might apply to the implant and instrument during insertion. A surgeon with experience implanting several dozen synfix devices using the instrument in question was asked to apply typical as well as excessive loads to the instrument with the implant in-situ. At each point the surgeon declared a typical or excessive load, the in-situ displacement was measured, and then a load cell was applied to determine to force required to maintain that displacement. A normal applied force at the handle was measured to be 9.7 n, resulting in a bending moment of 3.8 nm, at the implant. An excessive applied force at the handle was measured to be 13.2 n, resulting in a bending moment of 5.1 n-m at the implant. After capturing load measurements, the surgeon was invited to attempt to recreate the observed failure. The implant was connected both securely and loosely and in an unthreaded state. At 2 and 1 turns backed off, the surgeon reported the connection was noticeably loose and would have been fixed before proceeding. The surgeon could not tell the difference between finger tight and 2 nm of torque. In both of the cases, 2 nm and 0 nm, the surgeon was unable to cause a fracture by exerting excessive loads at the handle. The surgeon was able to break an implant and not the instrument. Finally, one instrument was intentionally cross-threaded onto an implant. At that point the surgeon was able to induce a fracture of the tip after some moderate loading and impaction. The failure is likely not due to excessive loading of a properly attached instrument. This conclusion is based on the static testing and cadaver lab evaluation. The instrument performs as designed when used according to its labeling. If the instrument is not attached completely, the static moment to failure drops. However, at any significant displacement, the loose connection is easily noticeable to a surgeon and would likely not have continued insertion until threading was complete. For example, at 0.5 mm of displacement, the load required to fracture at this displacement exceeded the load a surgeon would be expected to use in the or by a factor of approximately 5. A potential cause of intra-operative failure is cross-threading the instrument to the implant, damaging and thereby weakening the threaded post making it susceptible to fracture under normal static and impaction loads. If the instrument is used according to its intended use per the technique guide, it should not fail. Hence the complaint is invalid.

Event description:
It was reported that during an alif level l5-s1 the surgeon had inserted the synfix lr 26mm implant and was impacting with the implant holder (03.802.039) when the tip of the holder broke off inside the synfix implant. Surgeon removed the implant selected another holder and implant and completed the procedure. No extra time was added and there was no effect to the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for this (B)(4).